Event description:
Patient reports they had a blood clot removed from their IV access (PICC line) last week. Md is aware. Patient also reports they went to the hospital earlier today because their pump was "going off" but it resolved shortly after check in so patient was sent home. No further information provided. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Photographs were not provided. No serial number provided. 2 product lot numbers and expiration dates available, unknown which pump patient was using at time of event. Product lot number: 3002343; 2023389, expiration date: 3/31/2025; 3/24/2025. Ref report: mw5170199.